Event description:
Needle pull off. Customer reports needles pulled off suture prematurely during abdominal aortic aneurysm repair. There are no reported adverse consequences to the patient related to this incident. Note: outcome to patient does not denote adverse event. MDR regulation of 7/31/96 requres reporting of incident once medical device family initially reported assuming incident could recur. Ethicon inc's internal control number is: 9730163-00